Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead threshold increased to 3.0 volts and they were planning on monitoring the patient. A few weeks later they noted the threshold measurement had gone back to normal range and then increased to 3.0 volts. There was also an acute spike in the rv pacing impedance measurement to 1000 ohms that decreased back to 740 to 970 ohm range. Engineering reviewed the data stored in the pacemaker and noted both the rv or right atrial (ra) lead threshold measurements had not been stable since implant and it was suggestive of a potential connection or header issue. Boston scientific technical services (ts) discussed the options with the field representative. The field representative noted the chest x-ray did not show any abnormalities and the physician was considering doing a revision procedure. At this time the pacemaker, rv and ra leads remain in service and no adverse patient effects were reported.